Event description:
Information received indicates the casters at head end of the stretcher swivel with the brakes on.

Manufacturer narrative:
The technician found one casters was out of adjustment and the other was missing two bolts. He replaced the two bolts and adjusted the casters to repair the stretcher.